Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) went syncopal and experienced a car accident. As a result, the patient suffered a spinal injury. Technical services (ts) was consulted because this patient required an MRI. Ts confirmed the device is MRI conditional. A local field representative was contacted to perform a device interrogation. No further details have been provided at this moment. No additional adverse patient effects were reported. This device remains in service.